Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot 01288 was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 10 applications. After reprogramming, the catheter was connected to the test console and it failed the performance test as system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was triggered promptly on connection. Further analysis through dissection and pressure testing revealed a guide wire lumen kink and breach at 0.787 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.